Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell to the ground causing the touch screen to become shattered. In addition, the touch screen became shaded, two red horizontal lines appeared, and the touch screen would no longer light up. Customer is unable to interact with the pump due to the damage. Customer's blood glucose was 205 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.